Event description:
It was reported that the ilet user experienced post-breakfast hyperglycemia followed by hypoglycemia, with alarms perceived as not sounding until the user recognized the pump¿s charging beep. The user had been consuming yerba mate with agave before and during breakfast without announcing it, which was identified as a missed meal announcement and a use issue, and the device component involved was the user interface. Symptoms included hyperglycemia peaking at 324 mg/dl and hypoglycemia, with the user feeling hot and flushed during the low that reached 59 mg/dl. Outcomes included serious injury requiring unexpected medical intervention in the form of oral carbohydrate administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, specifically failure to follow instructions regarding meal announcements and timing of carbohydrate intake, with the user interface implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.